Event description:
The report received stated that the bovie pencil failed on two previous attempts during the procedure. The surgeon laid the pencil on the drape while the cord was engaged. The pencil melted the drapes causing the adhesive from the drape to burn through the surgeon's gown and onto his scrubs underneath. During the event, the surgeon also got a minor device related shock. There was no report of a burn or required treatment after the incident. It was a male surgeon and he did not consider this to be an adverse event. The procedure and patient sex: unk.